Event description:
It was reported that the patient's implantable cardiac monitor was causing pain. The device was explanted as a result. The patient was discharged.

Manufacturer narrative:
The device was returned as it was causing patient pain. The device could not be interrogated as the battery voltage was too low. Battery levels were consistent with normal usage as implant duration exceeded projected longevity. No problem was found.

Manufacturer narrative:
Correction: updated h3.